Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 6 months after the dental implant was installed in intraoral region 19#, its loss of osseointegration was observed. In addition, 5ncm of primary stability was achieved, the patient presented insufficient bone quantity/quality (bone type IV), biomechanical overload has occurred, immediate implant and immediate load procedures were performed and bone graft was executed.